Event description:
Our rep is reporting to us that during an arthroscopic knee procedure, the distal tip of a sheath inserter broke off into the bone tunnel. The fragment was easily retrieved and the procedure was concluded successfully without further issue or harm to the patient. The complaint device was discarded at the user facility.

Manufacturer narrative:
Nothing is being returned for evaluation; the complaint device was discarded at the user facility. No lot number could be supplied, which precludes conducting a batch history review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; however, our rep states that the complaint instrument is well used and has been in service for over two years. We attribute the device¿s condition to fair wear and tear through age/usage; outside of that consideration we cannot discern any other root cause for the reported device failure. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.